Manufacturer narrative:
This event is being filed on an international product, list 8p32-20, that has a similar us product, list 8p32-21/31. All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated ca 19-9 result for a female patient, when processing on the alinity I. The initial result was 155.33 and the retest results were 79.36, 80, 87.39, 83.92, 88.92, and 84.29 u/ml. The customer uses a reference value of <37 u/ml for a healthy patient. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing with a retained kit of the likely cause reagent lot, a review of device history record, and a review of product labeling. A search for similar complaints did not identify any increased complaint activity for the customer issue. A review of ticket trending data for the alinity I ca19-9xr (ln 8p32) did not identify any trends. Accuracy testing was performed to evaluate the performance of reagent lot 09521fp00. An internal panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Manufacturing documentation was reviewed and no issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.